Manufacturer narrative:
Device evaluation: the lens was returned in liquid, in lens vial. Visual inspection found a piece of one haptic missing. (B)(4).

Event description:
The reporter indicated the surgeon inserted a 12.6mm micl12.6 implantable collamer lens, -13.0 diopter, and was attempting to tuck the haptics under the iris. The surgeon was able to tuck one haptic but the pupil constricted and surgeon was unable to tuck the other haptic. The lens was removed during the same surgery with no patient injury. This was the 2nd of 2 lenses used on this patient. The first lens, same model, was used on (B)(6) 2018 but the surgeon was unable to tuck the haptic due to pupil constricted - see MFR report # 2023826-2018-00603. The surgeon did not implant a 3rd lens. The reporter indicated the cause of this event was patient related.

Manufacturer narrative:
Corrected data: (B)(4).